Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after announcing a meal approximately 15 minutes before eating while their glucose was about 80 mg/dl and consuming a larger-than-usual dinner; the low was attributed by the reporter to the timing of the meal announcement and meal size. Symptoms included low blood glucose. Outcomes included successful treatment with oral glucose and return of glucose to range, with no hospitalization. Investigation included complaint intake review and troubleshooting with education on meal announcement practices. Investigation of this case revealed no device malfunction and indicated user-related factors, including pre-meal announcement at a low glucose level and an atypical meal, as contributory. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.